Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was performing a dissection with scissors when suddenly, when he tried to apply a cut, the clamp did not react. He tried to articulate the instrument but it did not react either, so he asked the nurse to check the scissors. When they removed the tip cover, they realized that it had a pulley out of place, so they decided to order new scissors. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the cable was broken and detached from the articulation.